Manufacturer narrative:
(B)(6). (B)(4). Event is still under investigation at this time.

Event description:
During a ureteroscopy procedure, when using the laser, the tip broke off within the patient. The physician did not spend time retrieving it as it was not noticed prior to completion of the case. No additional information provided regarding patient outcome.

Manufacturer narrative:
Lot number not provided by the reporter. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. (B)(4). 510k#: k124030. Investigation results: a review of the complaint history, instructions for use (IFU), quality control (qc), manufacturing instructions (mi) and trends was conducted for the purpose of this investigation. The device was not returned to assist with this investigation. Additional information was requested regarding patient outcome, however additional information was not received at the time this report was completed. Per qc specifications, the device was inspected to ensure no breaks are present along the fiber length and green output from end of fiber creates a well-defined circle. These fibers are packaged inside a coiled holder and snapped securely in the packaging tray. The lot number of the device was not returned, therefore review of lot records for this device could not be executed. Specific to this case the product IFU details: a number of different factors affect the life of any particular fiber, including: extended lasing at high power; continuous lasing with the fiber tip in contact with tissue; poor reprocessing (minimum length of fiber removed in reprocessing should be between 2.5 and 3 inches); lasing with a contaminated or damage proximal end; improper handling; poor laser beam alignment or focus. Subject fiber optics to sharp bends in handling, use, or storage. Always keep connector-end dry and free from contaminants. Discard any fiber optic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed recommended power limits." There is no evidence to suggest this device was not manufactured to current specifications. Based on the available information a definitive root cause could not be determined, however it is possible that this device became damaged during use, re-sterilization at the user facility, or during handling of the device. We will continue to monitor for similar complaints. The appropriate personnel have been notified.

Event description:
During a ureteroscopy procedure, when using the laser, the tip broke off within the patient. The physician did not spend time retrieving it as it was not noticed prior to completion of the case. No additional information provided regarding patient outcome.